Event description:
Medtronic physio-control is investigating failures related to incorrect installation of one of two transistors, q5 or q6 on the biphasic module assembly. A failure of one of these transistors may inhibit the delivery of defibrillation therapy. There have been no confirmed failures of distributed devices related to this issue.